Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s current blood glucose level was 470 mg/dl. The blood glucose value was 300 mg/dl. The insulin pump will not return for the analysis. The sensor will be and insulin pump will not be returned for the analysis.